Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with occlusion alarms during epidural infusions using pca pump. Epidural fentanyl infusions (120mcg/60ml; 2mcg/ml) are reportedly infused using a 60ml "medline syringe" (not compatible with alaris system). Nurses state they are given the option for a 60ml bd syringe or 60ml monojet syringe during programming. The clinicians reportedly use epidural fentanyl with "nearly every l&d (labor and delivery) patient." A nurse reported they have to ¿jiggle it¿ during loading to get the syringe seated correctly. Usually the nurses will get a new channel when this (occlusion alarms) happen. This was reported to bd associate during their site visit. Bd associate noted that the pressure limits on the customer's pca pumps are configured at medium. Bd associate discussed correct use of the device: syringe loading, confirming the correct syringe, importance of not mismatching syringes, compatible syringes. There was patient involvement but the outcome is unknown.